Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The sample was not returned for investigation. The calibration and quality control was in range on the day of the event.

Manufacturer narrative:
Date of event: should be (B)(6) 2014. The patient was not adversely affected. The patient's initial benzo result was 387 ng/l. The patient's sample was a urine sample. The discrepant result was not reported outside the laboratory.

Event description:
The customer alleged they received a questionable benzodiazepine result for one patient on their c501 analyzer. The patient initially received a positive benzodiazepine result on the c501 analyzer. The sample was later confirmed negative by a gc/ms method. Information on whether the discrepant result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The benzodiazepine reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).